Event description:
The account alleged that last night ((B) (6) 2009) a pt got out of bed, fell and the pt positioning monitor (ppm) did not alarm. The mgr stated, he is not sure of any injuries.

Manufacturer narrative:
Technical support asked, if the pt positioning monitor (ppm) was set. The mgr stated, he was not sure, but said this morning all three leds were flashing. Technical support explained that the bed was zeroed with the pt in bed and ppm would not set like this. The tech has not completed the investigation.